Manufacturer narrative:
Batch review performed on 10 february 2021: lot 1908274: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs deprtment: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed after 2 months from the primary surgery due to a periprosthetic fracture. The surgeon revised the head and stem amistem-p with an m-vizion. The surgery was completed successfully.